Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient had noticed the battery voltage fluctuated between 2.71 in the am and 2.63 in the pm for their ins battery on the left side. The patient indicated that they had a higher group they used when they were active during the day and then changed to a lower group in the evening. The patient was wondering why they would be occurring and which voltage they should go off of. Patient services reviewed the battery could fluctuate, which was within specification. It was also reviewed that the battery triggers eos at 2.6. It was recommended that the patient follow up with their hcp for replacement options. It was also noted that the patient was not making any allegations regarding battery longevity. The patient called back in and stated that they had not changed to a different group on their right side. The caller stated that it was at 2.76, the current setting was 5.8v, rate was 130 and the plus width was 60. The caller wanted to know how long the ins had until eri. Additional information was received: it was reported that the cause of the ins fluctuating voltages was not determined. It was reported that the patient had their left ins replaced. The voltage was said to be ok when checked in the or on (B)(6) 2018. A letter from the patient stated that group a to d changed at different times of the day. The battery was replaced based on the lower battery status. It was stated that the issue did not resolve on I ts own, but ended up being resolved due to having it replaced. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that due to low battery status the device was replaced with a new one on 12/26/2018. There were no further complications reported.